Event description:
A caller reported receiving a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer loaded a new cartridge to address the issue.